Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a hemodialysis access management procedure a balloon rupture occurred. The area being treated was the moderately calcified, arterial end of a fistula. Access was obtained using a 7f super sheath. The 10.0x40mm mustang balloon was inflated three times and ruptured on the third inflation at 14 atm. The balloon was removed from the patient in tact. The physician was happy with the results and the procedure was considered complete. There were no reported patient complications and the patient status was reported as fine.